Event description:
Customer reports that he was unable to test on the device due to receiving errors. He reports that the took 18 units of lantus due to feeling that his blood glucose was high. He reports that within an hr the went into a coma. Customer reports that within 15 he arrived at the hosp where he tested 38mg/dl and received a glucose IV. He was released the same day. No qcs were used. Requested return of suspect device and replacement was sent.